Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 47 mg/dl. Customer advised in a 2 hour time frame they dropped from 214 mg/dl down to 47 mg/dl. Customer advised they lost weight and the insulin they received was too much. Customer was assisted with changing their basal rates. Customer advised they would follow up with their healthcare provider in regards to their low blood glucose levels.